Event description:
Upon explantation, there was found to be a leaking pressure regulating balloon.======================manufacturer response for pressure regulating balloon, (brand not provided) (per site reporter).======================we are making arrangements for pick up and inspection.